Manufacturer narrative:
Correction to the follow-up 2 MDR in block patient codes (f10 and h6), in sections f - user facility / importer report information and h - device manufacturers only. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
A cerebral vascular accident was reported. It was reported that during a pulse field ablation procedure, a versacross connect for faradrive was selected for use. Upon regaining consciousness from anesthesia following a pulsed field ablation procedure, the patient suffered a stroke. The patient had computed tomography (CT) two days prior to procedure showing no thrombus in appendage. The patient was first cardioverted prior to transseptal puncture. The pulmonary vein isolation portion of the procedure went normal. The physician probed appendage with wire. The activated clot time (act) was approximately around 286 seconds. Post-procedure, the patient woke up rough from anesthesia. Code stroke was called. The patient presented shaking limbs and could not respond to commands. Computed tomography (CT), magnetic resonance imaging (MRI), and electroencephalogram (eeg) tests were performed, and none showed signs of a stroke. It is believed that the patient had a poor reaction upon waking from anesthesia, but the patient have since been stabilized. The patient has a history of poor wake-ups from anesthesia. Additionally, the patient has 32 lesions, with 8 lesions per pulmonary vein. The patient was hospitalized. The device is not expected to be returned for analysis (disposed). It was further reported that no problems were reported with transseptal access. The physician went into appendage with versacross wire. The patient was deemed okay and discharged. It was further reported that ruled that the patient woke up poorly from anesthesia. No cva, no tia, no cardiac arrest were reported. Patient had a history of waking up poorly and not responding well to commands.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained yet. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
A cerebral vascular accident was reported. It was reported that during a pulse field ablation procedure, a versacross connect for faradrive was selected for use. Upon regaining consciousness from anesthesia following a pulsed field ablation procedure, the patient suffered a stroke. The patient had computed tomography (CT) two days prior to procedure showing no thrombus in appendage. The patient was first cardioverted prior to transseptal puncture. The pulmonary vein isolation portion of the procedure went normal. The physician probed appendage with wire. The activated clot time (act) was approximately around 286 seconds. Post-procedure, the patient woke up rough from anesthesia. Code stroke was called. The patient presented shaking limbs and could not respond to commands. Computed tomography (CT), magnetic resonance imaging (MRI), and electroencephalogram (eeg) tests were performed, and none showed signs of a stroke. It is believed that the patient had a poor reaction upon waking from anesthesia, but the patient have since been stabilized. The patient has a history of poor wake-ups from anesthesia. Additionally, the patient has 32 lesions, with 8 lesions per pulmonary vein. The patient was hospitalized. The device is not expected to be returned for analysis (disposed).

Event description:
A cerebral vascular accident was reported. It was reported that during a pulse field ablation procedure, a versacross connect for faradrive was selected for use. Upon regaining consciousness from anesthesia following a pulsed field ablation procedure, the patient suffered a stroke. The patient had computed tomography (CT) two days prior to procedure showing no thrombus in appendage. The patient was first cardioverted prior to transseptal puncture. The pulmonary vein isolation portion of the procedure went normal. The physician probed appendage with wire. The activated clot time (act) was approximately around 286 seconds. Post-procedure, the patient woke up rough from anesthesia. Code stroke was called. The patient presented shaking limbs and could not respond to commands. Computed tomography (CT), magnetic resonance imaging (MRI), and electroencephalogram (eeg) tests were performed, and none showed signs of a stroke. It is believed that the patient had a poor reaction upon waking from anesthesia, but the patient have since been stabilized. The patient has a history of poor wake-ups from anesthesia. Additionally, the patient has 32 lesions, with 8 lesions per pulmonary vein. The patient was hospitalized. The device is not expected to be returned for analysis (disposed). It was further reported that no problems were reported with transseptal access. The physician went into appendage with versacross wire. The patient was deemed okay and discharged.

Manufacturer narrative:
Due to additional information provided, this supplemental report is being submitted for the updated field describe event or problem (b5), in section b - adverse event or product problem. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
Due to additional information provided, this second supplemental report is being submitted for the updated field describe event or problem (b5), in section b - adverse event or product problem and patient codes (f10 and h6), in sections f - user facility / importer report information and h - device manufacturers only. Correction to the follow-up 2 MDR in block init rptr also sent rep to FDA (e4), in section e - initial reporter. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
A cerebral vascular accident was reported. It was reported that during a pulse field ablation procedure, a versacross connect for faradrive was selected for use. Upon regaining consciousness from anesthesia following a pulsed field ablation procedure, the patient suffered a stroke. The patient had computed tomography (CT) two days prior to procedure showing no thrombus in appendage. The patient was first cardioverted prior to transseptal puncture. The pulmonary vein isolation portion of the procedure went normal. The physician probed appendage with wire. The activated clot time (act) was approximately around 286 seconds. Post-procedure, the patient woke up rough from anesthesia. Code stroke was called. The patient presented shaking limbs and could not respond to commands. Computed tomography (CT), magnetic resonance imaging (MRI), and electroencephalogram (eeg) tests were performed, and none showed signs of a stroke. It is believed that the patient had a poor reaction upon waking from anesthesia, but the patient have since been stabilized. The patient has a history of poor wake-ups from anesthesia. Additionally, the patient has 32 lesions, with 8 lesions per pulmonary vein. The patient was hospitalized. The device is not expected to be returned for analysis (disposed). It was further reported that no problems were reported with transseptal access. The physician went into appendage with versacross wire. The patient was deemed okay and discharged. It was further reported that ruled that the patient woke up poorly from anesthesia. No cva, no tia, no cardiac arrest were reported. Patient had a history of waking up poorly and not responding well to commands.